Event description:
The device was returned to the manufacturer with no reason for replacement. The device was analyzed and tested out of specification. Additional information regarding the reason for replacement has been requested, but is not available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed, however analysis was inconclusive. The returned device indicated a firmware error message/code. It was noted that there was confirmed absence of telemetry c. A power on reset (por) occurred on 2013-(B)(6)and "atrial rate limit" was indicated. A second por occurred on 2013-(B)(6) and "x rate limit" was indicated. For both pors, electrogram (egm) storage was master of the bus. (B)(4): 6949 implantable tachy lead 2006-(B)(6); 4194 2006-(B)(6). (B)(4).